Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue injury is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1212 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a femoral artery using a proglide device after an angiogram with intervention procedure. Reportedly, the foot plate would not retract causing the device to be stuck in the anatomy. The device fell apart and a piece of the device remained in the anatomy. The patient was taken to surgery to remove the separated piece and repair the artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.